Manufacturer narrative:
Evaluation of the returned lightning confirmed a solid red light. The red-light error indicated an issue with the p1 sensor connection. The lightning housing was opened and observed that the p1 sensor connector was slightly detached from the lightning unit. The sensor cable was properly reconnected to the unit. Then the device was reconnected to the demonstration engine and the device functioned as intended. The device was able to aspirate water without an issue. The sensor cable connection likely contributed to the system error during the procedure. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral vein using a lightning aspiration tubing (lightning), indigo system cat12 aspiration catheter (cat12), and penumbra engine (engine). During the procedure, while initially setting up the lightning unit on the back table and when attempting to use the lightning after advancing the cat12 into the target location, the indicator light on the lightning unit turned red. The physician attempted to unplug and plug the lightning unit back into the usb port on the engine to troubleshoot; however, the indicator light on the lightning remained red. Therefore, the lightning was removed. The procedure was completed using a new lightning and cat12. There was no adverse effect to the patient.